Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that during a routine in-clinic follow up, review of stored device memory revealed several high rate events approximately one month ago, due to possible t-wave oversensing. The patient complained of lightheadedness for several weeks. Programming changes were made and the patient was seen again one month later. Subsequently, the lead exhibited noise and oversensing resulting in pacing inhibition for up to six seconds of asystole. The patient experienced a syncopal episode and was hospitalized. An invasive procedure was performed two days later. Lead impedance measurements were observed to be stable, however, an orange discoloration was observed under the lead insulation after the pocket was opened. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.